Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Other (code unspecified, describe in (81) - selected by mistake; the device has not been received for analysis.

Event description:
Manufacturing reference number: 2017865-2020-08971. Manufacturing reference number: 2017865-2020-08972. It was reported that the patient experienced chills and high fever one day post procedure; it was noted that they had developed an infection. Antibiotics were administered and patient¿s body temperature went back to normal. On (B)(6) 2020, the patient was re-hospitalized due to fever. Device interrogation revealed, the pacemaker exhibited sensing and pacing issue. The entire system including the pacemaker and both the right ventricle lead and atrial lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.